Manufacturer narrative:
Devic evaluated by, MFR.: the synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 22 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties encountered. The 92% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery (lad). Following pre-dilatation with a 2.5 x 20 mm non-boston scientific balloon catheter, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed hypotube detached.